Manufacturer narrative:
UDI: (B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found the device conformed to specification when released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
It was reported that the resident was drilling into the left side of the head into 1 cm thick of almost entirely cortical bone and the perforator plunged into the dura and brain. The perforator was difficult to remove and it took a mallet to remove it. The thickness of the bone was 1 cm of cortical bone. The bone quality was normal. There were no noted underlying issues that would cause an increased icp. The perforator was held perpendicular to the bone during use.